Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced the hyperglycemia. The blood glucose of the customer was 600 mg/dl. The customer¿s other blood glucose level was 240 mg/dl. The customer also reported that insulin pump had insulin flow black alarm. It was unknown whether customer was using the auto mode or not. The customer not tried all remedies. The device will be returned for the analysis.